Event description:
A customer reported that the bath on coulter act diff 2 hematology analyzer was overflowing. The leak was contained within the instrument. The volume of the leak is unknown. When the leak was found, the customer was attempting to perform maintenance procedure wearing gloves, goggles and a lab coat. Msds was not reviewed but there is an exposure control or risk management plan in place at the facility. There was no report of injury or exposure, and medical attention was not sought. No patient results were affected. Beckman coulter field service engineer (fse) found that the pinch valves lv17 and lv12 had clots and the white blood cell bath was not draining properly. The fse cleared the clots and replaced the vacuum chamber due to debris inside the chamber. The leak was resolved and the instrument performance was verified.

Manufacturer narrative:
Results: vacuum chamber. (B)(4).